Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction.

Event description:
It was reported that the patient went to the emergency room saying he received shocks from the implantable cardiac defibrillator (ICD). The device was interrogated and showed two episodes of ventricular tachycardia (vt) that broke with one burst of anti-tachycardia pacing (atp) and one episode of ventricular tachycardia (vt) that fell into the fast ventricular tachycardia (fvt) zone. The ventricular tachycardia (vt) was converted to sinus but was still fast enough and continues to be treated with six more bursts of (anti-tachycardia pacing) atp and one shock. The patient is to receive more medication to help control his heart rate, the device remains in use. No further patient complications have been reported as a result of this event.